Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, both implants split away when retrieving. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using competitor's products. There was no patient harm, and no secondary procedure needed. Additional information on the case: during the case, the surgeon made small incision and performed an inward-outward suture of the meniscus. This increased the surgical trauma. The surgeon thought the implants were too small and has long, thin and tubulous shape, making it particularly prone to come out. The edge of the puncture needle was also very narrow and it's easy to cut the suture when second puncture needle insert.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation and no photos of the reported failure were provided. Based on the information provided which includes the event description, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force when advancing the buttons and/or rotating the needle slot away during use.